Manufacturer narrative:
The customer reported that this central nurse's station (cns) shut off and then was stuck in a boot loop. According to the customer the patients were still being seen on a remote network station (rns). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) shut off and then was stuck in a boot loop. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) shut off and then was stuck in a boot loop. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) shut off and then was stuck in a boot loop. According to the customer the patients were still being seen on a remote network station (rns). There was no patient injury reported. Investigation summary: the device was returned and evaluated. The root cause was determined to be hard drive failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 09/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/10/2025 I called joe to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for joe to call me back with this information. Attempt # 3: 09/12/2025 I called joe to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for joe to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.